Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp). A surgical procedure was performed during which it was noted that the left cylinder had attached to the corporal wall and, in addition, the component was perforated proximally, causing a fluid loss. The ipp was removed, and a malleable device was implanted to let the tissue heal. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.